Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was difficult to press and that the pump reset unexpectedly and subsequently shut down unexpectly.. The customer's blood glucose level was approximately 300 mg/dl. Customer reverted to insulin pens for insulin therapy.